Event description:
The report states that on 9/17/96, the pt had been scheduled for removal of another MFR's device to be replaced with the MFR's device. The pt has had several venous access devices which all have had complications and infections. The surgeon was able to aspirate and flush the other MFR's device catheter, therefore, the surgeon left the device catheter in place and re-attached it to the MFR's device. The pt was brought to the oncologist office for chemotherapy; however, the device could not be aspirated. A dye study was performed and revealed a blocked catheter and fibrin sheath. On 9/26/96, the MFR device was explanted and replaced with another MFR's device.